Event description:
A pt reports that following intraocular lens implant surgery, they are experiencing a dark arc that is a little less than 3/4 of a circle in size. Pt experiences this when they are inside, after going outside it tends to go away, but there is blurry vision where the arc was before causing their eye to strain. The dark arc returns when pt goes back inside. The pt's current dr was contacted (not the implanting surgeon.) Who indicated an explant is not being considered at this time.

Event description:
The implanting surgeon has provided additional information. The patient has also reported glare when looking at lights or illuminated objects.